Event description:
Insertion tube flaking and peeling. Unable to use on pt procedures - sent to co for repair. Co states "chemical reaction from use of sterilant." Contacted sterilant MFR with this charge and they informed rptr of similar occurrences with the same model scope - indicative of a mfg defect. Rptr has different model co's scopes, all which are processed in the same manor. This situation has not occurred with any other model or MFR scope. This also suggests a mfg defect. This is the 2nd occurrence within a 10 month period. Invoice for repair 5600.00.